Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred and the customer was unable to clear the alarms. The user's blood glucose (bg) level was 256 mg/dl. The user addressed bg level with a bolus. It was confirmed that the user had an alternate method of insulin delivery available.